Event description:
Consumer reported that the top plate of the seat elevator separated from the seat post. Consumer was not injured. Consumer reported that he regularly drove the wheelchair with the leg rest elevated and the seat tilted back. MFR determined that driving the wheelchair in this manner placed an extreme amount of stress on the top plate of the seat elevator, which resulted in the issue. MFR replaced the customer's wheelchair and installed a heavy duty seat post to avoid a similar incident in the future. MFR believes this is an isolated incident.

Manufacturer narrative:
MFR evaluated the wheelchair in (B)(6) 2011. Based on the eval, it appears that the top plate on the seat elevator was separated from the seat post. The customer customarily drove the wheelchair with the leg rest elevated and the seat tilted back, which placed an extreme amount of stress on the top plate of the seat elevator. After inspecting the wheelchair, MFR determined that due to the customer's use of the wheelchair, the customer needed a heavy duty seat elevator post. The MFR does not believe any action is required with respect to existing wheelchairs in the field as this is an isolated incident.